Event description:
The customer reported that their device was showing a message on the screen that read service. With this message on the screen, the device is likely in a condition where it is locked up and it cannot be used. The customer indicated that once this message appears, the device tries to perform a self test then locks up. This was discovered during daily testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control received the device for evaluation and observed that this device is no longer supported for service. The device was then returned to the customer, unrepaired. No evaluation was performed. The cause of the reported issue could not be determined.